Event description:
Complaint of false readings on meter. User is away at school and was taken to the hosp, and it was stated that there is no damage to meter per nurse at the hosp. User has a backup meter at this time. User will return old meter for analysis.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.